Event description:
Covidien received info of error codes indicating the ventilator went inoperable. The malfunction occurred during pt use.

Manufacturer narrative:
The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the inspiratory electronics printed circuit board (pcb). (B)(4).